Event description:
It was reported that the flow rate on the arcticsun device was reading as 2.0l/min. The patient temperature was 36.7c with a target temperature of 37c and a water temperature of 4c. The patient had been rewarmed and was maintaining normothermia. There was exposed abdomen on the patient, and they were coming off sedation. They had already added a warm blanket. Per troubleshooting with ms&s, the nurse had been charting the water temperature. It had been below 10c. The nurse sent a screenshot to ms&s, where the blue line on the graph was at 23c and had been 4c previously. Heat generation was discussed and the nurse was advised to speak with the doctor to see how they should treat shivering, or if they should stop therapy for the patient to maintain normothermia on his own. The nurse was advised of the importance of proper pad coverage, and that a universal pad may be added if desired. The risks of rebound fever were discussed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow rate on the arctic sun device was reading as 2.0 l/min. The patient temperature was 36.7 c with a target temperature of 37 c and a water temperature of 4 c. The patient had been rewarmed and was maintaining normothermia. There was exposed abdomen on the patient, and they were coming off sedation. They had already added a warm blanket. Per troubleshooting with ms&s, the nurse had been charting the water temperature. It had been below 10 c. The nurse sent a screenshot to ms&s, where the blue line on the graph was at 23 c and had been 4 c previously. Heat generation was discussed and the nurse was advised to speak with the doctor to see how they should treat shivering, or if they should stop therapy for the patient to maintain normothermia on his own. The nurse was advised of the importance of proper pad coverage, and that a universal pad may be added if desired. The risks of rebound fever were discussed.